Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 250 to 270 mg/dl and diabetic ketoacidosis. Customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. The customer was advised that tubing clamps will be sent and to call back for further troubleshooting, although customer declined this.